Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that there was an unspecified issue with this right ventricular (rv) lead. A revision procedure has been scheduled, but has not yet taken place. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Additional information received indicates the rv threshold has increased and the intrinsic amplitude has decreased. The revision procedure has been rescheduled for a date in the future.